Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced because the patient had an infection. No further patient complications have been reported as a result of this event.